Event description:
It was reported that the asymptomatic patient's right ventricular lead exhibited high capture threshold. Lead sensing was fine. The lead was explanted and replaced on (B)(6) 2018. During the procedure, the chronic right atrial lead was explanted and replaced due to user error. The patient was stable throughout.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.